Event description:
Home pt called baxter technical service center to report se 2240 alarm in initial drain of treatment of the homechoice machine. Pt informed baxter tech that pt was connected to the machine through prime and was using the integrated homechoice set with the white pinch clamp closed on the pt line. Tech instructed pt to end therapy and contact their healthcare professional. Follow up with pt's rn reveals pt received prophylactic antibiotics later that same day and no pt injury resulted from incident.